Event description:
A female pt reported she experienced redness, tearing, eye pain leading to a bacterial eye infection and subsequently a corneal ulcer following the use of complete moistureplus. The reporter indicated that she had used the present unit of complete moistureplus for a few weeks before her left eye began to tear, was red an painful. She discontinued wearing lenses for a week or so and her symptoms resolved without medical treatment. When she was ready to resume lens wear, she used a new pair of contact lenses and continued to use the same bottle of complete moistureplus. After a few days, her right eye began to bother her in the same manner. She saw her eye dr who prescribed an unk medication. After a few days, a bacterial infection and corneal ulcer were diagnosed and the medication was changed to tobramycin (used in the right eye only). She was still under treatment at the time of the report. Retained testing and batch record review were within product specs. Add'l info was requested but not rec'd.

Manufacturer narrative:
Batch record review of reported lot and retain eval were performed. Product was within specs.